Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 611 mg/dl. The customer stated that her pump alarmed no delivery during a bolus. The customer stated that the pump alarmed 9 out of 10 times. The customer stated that the issue started 2 weeks ago. The customer declined to troubleshoot for high blood glucose readings because she was in the hospital. The customer was advised to monitor the pump and call back when the alarm occurs.